Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button is intermittently unresponsive when pressed. The reporter claimed that the button feels stuck when she touches it; however, reported that the keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.